Event description:
Information was received from a consumer regarding an unknown patient and no patient information was available at time of call. It was reported a past electromyography (emg) procedure killed a pump battery. No further information was provided.